Event description:
The suture was fraying as it was being used on a pt during an unknown procedure. The hospital indicated that this event occurred in june or july of 1999, but there is no record of the batch number or any pt details. It was noted that the pt's condition was satisfactory.